Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the doctor placed the sheath in the patient's body and the upper part of the dilator broke during the procedure. The doctor could not proceed with this procedure and removed the sheath from the patient's body. A new set was used and the procedure was completed successfully.

Manufacturer narrative:
Qn# (B)(4). The customer returned a dilator/sheath subassembly for evaluation. The components showed evidence of use and the dilator hub was separated from the dilator body. Visual examination revealed the dilator body was separated just below the dilator hub. A small portion of dilator body material was present attached the dilator hub. The dilator body material was observed to be severely twisted and pinched at the point of separation. The twisted material is consistent with a tear resulting from excessive force being applied to the dilator. Approximately 2mm of twisted dilator body material was present attached to the dilator hub. The length of the separated dilator body measured 32.3cm. The dilator met all relevant dimensional specifications. The dilator passed in and out of the sheath valve and sheath body with minimal resistance. The dilator hub snapped in and out of the sheath valve cap as expected. (Con't). A device history record (DHR) review was performed on the dilator and the sheath/valve and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this kit describes several techniques for dilator/sheath insertion to mitigate risk of damage to the components. The IFU also warns to not apply excessive force in removing guide wire or sheath/dilator. If withdrawal cannot be easily accomplished, determine cause using fluoroscopic guidance and request further consultation, if necessary. The customer report of the dilator hub separating from the dilator body was confirmed through evaluation of the returned sample. The dilator body was separated just below the hub and the dilator material was severely twisted/pinched at the point of separation. The twisted material is consistent with a tear related to excessive force being applied to the dilator. Dimensional inspection and a DHR review did not reveal any manufacturing related issues. Based on the customer report that the dilator broke in use and the condition of the returned sample; the probable cause for the defect observed is operational context.

Event description:
The customer alleges that the doctor placed the sheath in the patient's body and the upper part of the dilator broke during the procedure. The doctor could not proceed with this procedure and removed the sheath from the patient's body. A new set was used and the procedure was completed successfully.